Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that during an open rectum procedure, device functioned normally. There were no anomalies noticed during the preparation or usage. The orange indicator was within the green scale. Leakage test with air/water via rectoscope was ok. Visual inspection via rectoscope was ok donuts in total. One day later fresh anastomosis insufficiency; patient stayed on in intensive care unit. Three days post op. Patient had a revision operation due to signs of sepsis (fever, insufficient renal function, respiratory insufficiency) inspection of anastomosis: partial dehiscence 6´-10´ dorsosacral position, no seminal histological results; no answer how the dehiscence was treated; drains via rectum and intra-abdominally. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.